Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a weak signal and lost sensor alarm. After reconnecting transmitter, led did not blink. Customer reported that the wrong transmitte ID was not programmed. When customer removed sensor, it was found that cannula was missing. Customer's blood glucose was 412 mg/dl. Customer was assisted with turning sensor feature off. Sensor would be replaced.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned sensor opened/used.